Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) due to extended charge times. The device was subsequently explanted and replaced one month later. No adverse patient effects were reported.

Manufacturer narrative:
As of this report, the device has not been returned. Should additional information become available, this report will be updated.